Event description:
The nurse of an (B)(6) year old male pt contacted zoll customer support to report that the pt's electrode belt is alarming with check belt messages. Pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed. The reported problem (check belt messages) was confirmed. As received, the belt failed incoming testing. The ECG signal was missing. Upon evaluation, the test failure was intermittent. The root cause of the intermittent failure was unable to be positively identified. The belt was removed from servicing and field use. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.